Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. It is suspected that the patient might have hit his head.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Hearing performance with the device was affected. Last in situ measurements showed 4 electrodes with high impedance. The patient is developmentally delayed and mainly moves by sliding on his back. He also has poor control over his head movements. It is suspected that the patient might have hit his head. The patient was re-implanted on (B)(6) 2017.